Event description:
It was reported that a chronic infection that became systemic unresolvable with antibiotics occurred. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant products: 5076 lead, implanted: (B)(6) 2005; 4193 lead, implanted: (B)(6) 2005. (B)(4).